Manufacturer narrative:
The pxavmp pressure monitoring kit was returned for evaluation. Customer report of tubing separated was confirmed. As received pressure tubing was completely detached from bond joint with vamp adult reservoir. Indication of bonding material was evident on tubing bond surface area. Tubing od 0.1405 inches measured near the point of detachment was within specification. No other visible damaged was observed from the returned kit. Since the lot number was not reported the device history review could not be performed. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing design defect. Therefore a root cause could not be established. As part of the manufacturing process manufacturing controls to avoid potential causes related to both conditions reported of bond tubing to reservoir detached include 100% visual inspection manufacturing continuous monitoring sampling and qa sampling inspection.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. The DHR could not be completed as no serial number was provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported during use that the pxavmp vamp and tubing separated causing backflow of blood out of the patient when the primary nurse was leveling the transducer of the arterial line. With timely intervention the line was preserved and patient blood loss was minimal. There was no substantial pressure applied to the connection in the process of leveling the transducer and minimal manipulation of the line during movement. Another identical device was obtained and used on the patient and no harm occurred from this event. Subject was a 41 year old male.